Event description:
An explanation is required about the energy of the first shock delivered during the vf episode on (B)(6) 2015.

Event description:
An explanation is required about the energy of the first shock delivered during the vf episode on (B)(6) 2015.